Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 20 minutes after starting treatment with a revaclear 400, the patient experienced "tightness in breath, difficult to breath, and tightness in chest." The medical intervention consisted of oxygen 2l/min and 5mg of dexamethasone. It was reported 10 minutes after the interventions, the patient¿s symptoms did not improve. Treatment was discontinued with blood return. After 40 minutes, the dialyzer was replaced with a non-baxter dialyzer and treatment was completed with no issues noted. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.